Event description:
A report was received via social media that the patient's lead was coming out of his back and got stuck on his spinal cord. It was noted that the patient was experiencing shocking pain and difficulty walking. No further information could be obtained.